Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that balloon pinhole occurred a 3.00x16mm promus premier¿ drug-eluting stent was selected for use. During preparation, when the physician pulled negative pressure on the device, it was noted that the indeflator continued to pull negative pressure as if there was a small hole in the balloon before the device was inserted into the patient. No patient complications were reported

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at both ends flared and lifted from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure (rbp) with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. No leaks were noted in any part of the delivery catheter. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 3.00x16mm promus premier¿ drug-eluting stent was selected for use. During preparation, when the physician pulled negative pressure on the device, it was noted that the indeflator continued to pull negative pressure as if there was a small hole in the balloon before the device was inserted into the patient. No patient complications were reported.